Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the device locked on tissue and would not open. Tissue was resected to remove the device. A new device of the same type was used to continue the procedure.